Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as loss of consciousness, seizure, and ¿34 body temperature¿. The customer was unable to self-treat and was seen at a hospital where treatment of glucose via injection and intravenous infusion were provided for diagnosis of hypoglycemia. Customer was also diagnosed with a coma and was hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as loss of consciousness, seizure, and ¿34 body temperature¿. The customer was unable to self-treat and was seen at a hospital where treatment of glucose via injection and intravenous infusion were provided for diagnosis of hypoglycemia. Customer was also reported to have been in a coma and was hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, which pointed to a late removal of the sensor by the user. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor removal. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b5 - event description corrected to remove that customer was diagnosed with coma. Customer was diagnosed with hypoglycemia and reportedly in a coma, but no diagnosis of coma was provided by hcp.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced hypoglycemia with symptoms described as loss of consciousness, seizure, and ¿34 body temperature¿. The customer was unable to self-treat and was seen at a hospital where treatment of glucose via injection and intravenous infusion were provided for diagnosis of hypoglycemia. Customer was also diagnosed with a coma and was hospitalized for an unspecified duration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from unk to (B)(6) based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) have been updated on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, which pointed to a late removal of the sensor by the user. No other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed to late sensor removal. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.